Event description:
It was reported that the end user stated his foot slipped off the footplate on his trxsp-cg power chair. Was caught between the footplate and wheel. Several days later, a doctor examined his leg and said it was broken in two places.